Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being files as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported during in clinic f/u, the device was post paced t wave oversensing on the ventricular lead. The pt did not receive therapy. The device remains implanted.